Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No code available was used to address the unspecific issue.

Event description:
It was reported that the right ventricular lead was capped on (B)(6) 2018 due to the impedance anomaly. It was also noted that the left ventricular lead was capped on (B)(6) 2018 for an unspecific reason. No further information was available.